Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
4 of 5 it was reported during a revision surgery due to complaints of pain, the surgeon attempted to remove two 16mm, 2.0 nano acutrak 3® bone screw (part number 3050-20016) with two t6 cannulated hexalobe driver (part number 80-4149). The ø0.7 x 150mm guide wire, double trocar (part number 35-0026) was inserted when the driver slipped over the guidewire breaking the diver tips and stripping out the screw head interfaces. The surgery was completed after a one-hour delay with a hardware removal set. No other adverse patient consequences were reported. There are 5 related report numbers for this event 3025141-2024-00065 through 3025141-2024-00069.